Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported the custom was trying to do a set change, because the insulin pump alarmed empty reservoir. Customer attempted to fix the issue by replacing the battery. Customer was unable to clear the alarm. Customer stated the time was changing, so the device was not frozen. Customer stated it seemed as if the buttons were not responding, especially the act button. Customer's blood glucose was 6.7 mg/dl. No further information reported.